Event description:
It was reported that during a davinci si transanal tumor resection surgery, the customer reported that 'the black coating main insulation was coming off' on the monopolar cautery instrument. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main tube insulation exhibited damage along the entire main tube. The insulation was found with several gouge marks. The marks were short in length and not axially aligned with the tube. Main tube also exhibited a couple of different damaged sections with tube insulation removed. Engineering concluded that damage was likely due to mishandling. Intuitive surgical contacted the initial reporter of this complaint. It was indicated that no pieces fell inside the patient during the last surgical procedure this instrument was used. The patient has not returned to the hospital with any post-surgical complications. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.